Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a whole week and her blood glucose was over 600mg/dl. The customer had breathing problems and felt as she was having a heart attack. She stated that the glucose level kept climbing throughout the day even after several bolus attempts. The customer mentioned that the doctor suspected a leak. However, the leaks could not be confirmed. She was wearing the insulin pump while in the hospital and treated along with lantus shots. Troubleshooting was declined as customer stated that she was going to see her trainer. No further information was provided.